Manufacturer narrative:
Additional information added to e1: initial reporter title, first and last name added.

Event description:
It was reported that stent damaged occurred. A 4.00 x 32mm synergy xd drug-eluting stent was selected for percutaneous coronary intervention procedure. During preparation, upon opening of the package, it was noted visually that stent was not well crimped on the balloon. The device was replaced, and the procedure was completed with another of the same device. There was no patient involvement.

Manufacturer narrative:
Additional information added to e1: initial reporter title, first and last name added. Device evaluated by manufacturer: synergy xd mr ous 4.00 x 32mm stent delivery system (sds), was returned for analysis. Visual, tactile, microscopic and dimensional testing were performed on the device. Visual, tactile, and microscopic examination of the stent noted the stent had been damaged from the mid to distal section. The struts were pulled, stretched, and lifted over the distal tip. The returned device analysis confirmed the stent damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that stent damaged occurred. A 4.00 x 32mm synergy xd drug-eluting stent was selected for percutaneous coronary intervention procedure. During preparation, upon opening of the package, it was noted visually that stent was not well crimped on the balloon. The device was replaced, and the procedure was completed with another of the same device. There was no patient involvement.

Event description:
It was reported that the stent damaged occurred. A 4.00 x 32mm synergy xd drug-eluting stent was selected for percutaneous coronary intervention procedure. During preparation, upon opening of the package, it was noted visually that stent was not well crimped on the balloon. The device was replaced, and the procedure was completed with another of the same device. There was no patient involvement.